Manufacturer narrative:
During troubleshooting, a kink was found in the reference tubing so it was replaced.

Event description:
The initial reporter received questionable ise indirect na, k, cl for gen.2 results for multiple patient samples with a cobas 8000 cobas ise module. The customer was receiving ise voltage level errors which affected qc and patient samples. The reporter provided the following example of questionable results for one patient sample: the initial na result was 150 mmol/l with a data flag. On (B)(6) 2022, the repeated result was 118 mmol/l with a data flag. The second repeated result was 118 mmol/l. The initial k result was 4.5 mmol/l. On (B)(6) 2022, the repeated result was 4.0 mmol/l. The initial cl result was 60 mmol/l with a data flag. The repeated result was 76 mmol/l. With a data flag. On (B)(6) 2022, the second repeated result was 76 mmol/l with a data flag. The third repeated result was 76 mmol/l with a data flag. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation determined the replacement of the kinked tubing resolved the issue.